Event description:
Log files showed no external power events while the patient was using the mobile power unit (mpu).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was able to be confirmed. The (mobile power unit) mpu was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 51 days (26dec2021 ¿ 15feb2022 per timestamp). No external power alarms coincident with loss of ac power were intermittently active on 03jan2022 from 09:40:52 ¿ 13:36:11, on 05jan2022 from 19:43:52 ¿ 19:43:54, on 16jan2022 from 21:16:44 ¿ 21:31:36, and on 10feb2022 from 20:39:13 ¿ 07:55:50. The alarms cleared once power was restored. The backup battery was able to provide power to the system during the alarms. There were no other notable alarms active in the log file. Pump operation was not affected. Multiple good faith effort attempts were made asking for the serial number of the mobile power unit (mpu), if the mpu has a v-lock connector, if the power cord came loose from the wall or the back of the unit, if there were any environmental circumstances that may have caused a loss of ac power, if the mpu was exchanged, and if it will be returning; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate ii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate ii instructions for use (IFU), rev. C, section 3 ¿ ¿powering the system and the heartmate ii patient handbook, rev. C, section 3 ¿ ¿powering the system¿ addresses how to properly switch between power sources. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records for the mpu were unable to be reviewed due to the serial number being unknown. No further information was provided. The manufacturer is closing the file on this event.